Manufacturer narrative:
H6- health effect- clinical code: 4581- 'loss bcva' and 'endothelial cell loss'. H6. Health effect- impact code (f): 4625- relaxing incision, lri and phacoemulsification was performed. . H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
An article was published in journal of applied biomedicine citing a case study of 'five-year outcomes of posterior chamber phakic implantable collamer lens implantation in high myopia, keratoconus, and post-keratoplasty eyes'. The patient experienced late lens opacities. Refractive change overtime. Lens rotation. Glare/haloes. Loss bcva. Endothelial cell loss. Lens explanted. Lens repositioning. Other surgical interventions was performed. The article reported, "significant decrease in cdva, relaxing incision and lri for residual astigmatism was performed. Statistically significant increase in iop. Cataract formation was in 2eyes of one patient. Explantation, phacoemulsification and monofocal intraocular repositioning. Glare or halo. During the 2 and 5 year follow up, ec loss exceeding the expected physiological decline". Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.